Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 429 mg/dl, 200 mg/dl to 300 mg/dl. The customer was treated with manual injection. Customer stated that insulin pump had motor error alarm and no delivery alarm. Customer was able to complete pump rewind. Customer did not report motor position encoder error. Customer also stated that insulin pump was not working properly. Customer stated that event was resolved by changing complete set. Customer was performed self and displacement test and it was passed. Customer stated that drive support cap was normal. Customer was declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.